Event description:
Reporter indicated that vns pt was scheduled for lead replacement surgery. Both the lead and generator were replaced for unk reasons. Investigation to date has been unable to determine whether a device malfunction was suspected.